Event description:
It was reported that guidewire fracture occurred. The patient presented with a pelvic abscess for drainage and tube insertion. Initial access with an 18g needle was performed and an amplatz - pi guidewire was inserted. The radiologist attempted to reposition the guidewire however, resistance was felt and decided to remove both the guidewire and the needle together. Upon removal, it was noticed that the guidewire was unraveled and frayed. A small fragment broke off and was left inside the patient's body as it posed no danger to the patient. The fragment was seen in computed tomography. The procedure was completed with a new 18g needle and a new guidewire. No patient complications were reported and the patient status was fine.